Manufacturer narrative:
Follow-up #1, date of submission 10/06/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2015 with the following findings: a visual inspection of the pump revealed a crack in the upper right hand cover of the display. The battery compartment was cracked. The pump failed a leak test at the display lens. Evidence of moisture corrosion was found throughout the inside of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture behind the display. Reportedly, there was no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.